Event description:
Customer reported issues with the touchscreen becoming less responsive. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up and was in the process of getting a renewal pump.